Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and it was found that the probe broke 16mm from the tip, with a black discolored area on the fractured surface of the probe. The crack was spreading starting from the black discolored area. There were no scratches around the starting point of the probe breakage. The gripping surface was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasonic surgical device probe tip broke. The issue was found during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible from the results of past surveys that the event pointed out occurred by the following mechanism. 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2. When the output was activated outside the body cavity, a force had been applied to the probe causing cracks. Cracks were branching from the scratches on the probe, causing the probe to break. The event can be detected/prevented by following the instructions for use which state: "activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. When performing ultrasonic output, do not output while twisting the insertion or turning the rotary knob while grasping hard or thick tissues. This may increase the load on the probe, which may lead to rupture or disconnection, or the probe may interfere with internal components and cause scratches on the probe, leading to rupture or disconnection. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. This product is intended for soft tissues. Do not use the probe tip to hold hard tissues such as bone or calcified tissue, or metal clips or other surgical equipment (e.g., uterine manipulators). The probe may become too hot and break off before the ultrasonic output, warning indicator light is lit, or a warning sound is heard. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. ·do not close the gripping part and output it without grasping anything between the gripping part and the probe tip, or when it is not possible to confirm whether the grasping tissue has been separated. Abnormal heat generation caused by friction between the gripping part and the probe tip may lead to breakage, deformation, falling off, or severe wear of the grasping surface". Olympus will continue to monitor field performance for this device.